Manufacturer narrative:
(B)(4). The customer returned one peel away sheath for analysis. Definite signs of use were observed. Visual analysis revealed that the sheath was completely torn down both score lines. The appearance of the separation at the score lines was not smooth , which entails that the sheath did not peel as intended. This observation is consistent with the customer report that they "experienced a little resistance, requiring more effort to break it apart". The overall length of the sheath measured 2 13/16", which within the specification limits of 2 5/8 - 2 7/8" per the sheath product drawing. The outer and inner diameters of the sheath could not be accurately measured due to the condition of the returned sample. Functional testing could not be performed due to the condition of the returned sample. A device history record review was performed, and no relevant findings were identified. The customer report of peel away sheath tearing incorrectly was confirmed through investigation of the returned sample. The sheath was torn completely down both score lines, but the appearance of the score lines was not smooth. This supported the customer report that they experienced resistance when peeling the sheath. Based on the customer report and the sample received, manufacturing likely caused or contributed to this event. A non-conformance was created to further investigate this issue. Teleflex will continue to monitor and trend on reports of this nature.

Event description:
It was reported "the clinician was able to break apart, peel-away, & remove the sheath from the insertion site, after the PICC was fully placed without issue, but experienced a little resistance, requiring more effort to break it apart" no medical intervention required. No patient harm or injury. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported "the clinician was able to break apart, peel-away, & remove the sheath from the insertion site, after the PICC was fully placed without issue, but experienced a little resistance, requiring more effort to break it apart" no medical intervention required. No patient harm or injury. The patient's current condition is reported as "fine".